Event description:
It was reported that a flogard IV solution administration set did not have a vent and was received in a box labeled for vented sets. This malfunction was identified before use, therefore there was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. During visual inspection the sample was observed to have a drip chamber without an air-vent; confirming the reported condition. The cause was determined to be an issue with the manufacturing process. As a result, retraining was performed with the operators.